Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist advised the customer to check whether the station is turned off or if the local area network cable is connected properly. A technical support specialist confirmed that the customer will manage to resolve the issue and there were no further follow-ups or emails from the customer regarding the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer reported that the malfunction occurred when the user attempted to issue medication to the patient. There were no adverse events or injuries reported based on this event.